Manufacturer narrative:
The device serial number was not provided. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has "no continuity on one of the pins/paddles." There was no reported patient involvement.